Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. Investigation showed that the shock cushion had moved forward in the handle and was impeding the handle from closing, multiple components were worn out (shock cushion, 1/4" pin, 6 inch transitional teeth, and adjustment wrench threads), and the unit failed multiple specific functional tests. No DHR review was possible as the provided serial number ((B)(6)) does not appear to be a valid integra identification number for product a2101. No other lot or serial number was provided during the course of the complaint investigation. The reported complaint was confirmed as the unit failed multiple specific functional tests due to multiple worn out and displaced components.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2101 mayfield ultra base unit seemed broken because the pieces doesn't fit well into the joint. The device was not in contact with the patient. No patient injury or delay in surgery was reported.